Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion could not be determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference # 2182269-2020-00075, 3005334138-2020-00379, 3008452825-2020-00441. Following a wolff-parkinson-white radiofrequency ablation procedure, a pericardial effusion was noted. The procedure had been completed and when waking up from general anesthesia, the patient was hypotensive. Several hours later, an echocardiogram revealed an effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.